Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2014 and topical skin adhesive was used to closed. Four to six weeks following the procedure, the patient developed an opening at end of incision with drainage. The patient developed an abscess along the incision line. No further information has been provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.